Event description:
Caller reported a cartridge alarm but there was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and there were no previous reports of similar alarms with the pump. Technical support assisted the caller in loading a new cartridge using the proper technique. Since the caller was not at home and lacked a new cartridge, they planned to call back in 20 minutes to continue troubleshooting.